Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found due to deformation of plug unit, a noise image occurs. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed an intermittent image. The issue occurred during a diagnostic bronchoscopy procedure while device was inside the patient. The procedure was completed with an olympus back-up device with no delay. There were no reports of patient harm.